Manufacturer narrative:
During evaluation, the customer's reported event was confirmed. The safety shield retracted and returned inconsistantly. Necessary steps to prevent recurrence has been taken.

Event description:
The device was used during a video laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.